Manufacturer narrative:
This complaint was generated in response to the report of a dynanail helix headless 70mm screw that broke intraoperatively. The implant was being removed in a revision surgery, and the screw head broke off the implant. No fragments were left in the patient. The original implant date was 9b)(6) 2023. The reporter noted the bone quality as sclerotic. The broken sample was discarded at the facility and not returned so a complete evaluation and investigation could not be completed. An image was provided of the sample. Engineering and the product manager visually inspected the image and confirmed its breakage. The dynanail helix risk matrix was reviewed. In it, the failure mode of implant breaking intraoperatively is documented and accounted for. The potential cause of failure are listed as manufacturing error (implant out of specification), mishandling or misuse by clinician, or inadequate design. The hazard is ranked with a detection of 2, a patient severity of 2, a device severity of 3 and an occurrence of 1. The dynanail helix surgical technical guide, was also reviewed and a possible root cause of the implant breaking. The proper technique for removal is using the blue-handle ratchet driver, if other tools or techniques were used it could cause the device to break. It is unknown if the surgical technique was adhered to with the information provided, but there were no reported deviations. A definitive probable root cause remains unknown. In the risk matrix, the failure mode is ranked with a detection of 3, severity of 3 and occurrence of 1. A historical search from the time frame of (B)(6) 2024 to (B)(6) 2025, showed that this was the second occurrence of this product family failure mode of breaking post-operatively. The dynanail helix risk analysis matrix referenced above, was generated using the legacy medshape risk management sop. Sales volume at this timeframe of 2062 indicate that this hazard is occurring at a .097% occurrence rate, this is aligned with the occurrence threshold set by the procedures and is not an indication of a systematic issue necessitating a CAPA investigation. Therefore, no further action is needed.

Event description:
Revision surgery - due to unknown reason.